Event description:
It was reported by the customer, when catheter was flushed prior to use on patient and there is a hole in the external tube. Before use. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, when catheter was flushed prior to use on patient and there is a hole in the external tube. Before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking external tube on a powerpicc solo was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo with the stylet inserted into the device. The investigation findings are consistent with extension tubing damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and three splits were observed along the extension tubing of the stylet. Microscopic examination of the tubing splits confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the extension tubing structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.